Event description:
Customer obtained troponin (accu tni) results above the ami cut off from one patient's sample. Upon repeat analysis on a different analyzer lower results were obtained. The specimen was also tested by another method and troponin result was 0.01 ng/ml a fresh sample collected from the patient gave accu tni results in a lower clinical range when it was tested on this and on the different instrument . The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Event description:
Unknown "white floc" was observed near connector inside cannula before use.

Manufacturer narrative:
Customer report was confirmed. This unit was returned open. A white unknown material was observed at inside the cannula. This unit is sent to (B) (4) to 12/4/09. On 12/11/09 unit is sent to chemistry lab. On 12/24/09 per chemistry analysis ((B) (4)) the ir spectrum of the unknown white fibrous like material showed similar absorption characteristics when comparing to polyester like material. We are unable to determine with certainty where the fiber originated or precisely identify the fiber.